Event description:
It was reported there was a pump inversion. Upon examination/palpation it was noted that the pump was flipped within the pocket. The etiology was related to device or therapy. The severity was mild. The pump was delivering dilaudid, bupivacaine and clonidine.

Event description:
It was later reported a device surgical revision was performed and the pump was re-anchored on (B)(6) 2013. The outcome was resolved without sequelae.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).